Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected and prevented in accordance with the following instructions for use: the instruction manual gif-1100 operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif-1100 reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. In addition to the material found clogging the nozzle of the insufflation channel, it was also found that the bending section cover glue was worn out and the universal cord was wrinkled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope had too much pressure in its air/water channel. This was found during reprocessing for a rhinaer procedure. There was no report of patient harm. The device was returned, evaluated, and a dark rubbery material was found clogging the nozzle of the insufflation channel. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.